Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(6) 2015. The fse found that the tubing through pinch valve lv15 was causing a leak at the diluent syringe. The fse also found that pinch valve lv13 was not actuating and was also contributing to the leak. The fse replaced the tubing through pinch valve lv15 and also replaced pinch valve lv13, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter act 5diff cap pierce (cp) analyzer. The volume of the leak was about 1/3 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.